Event description:
It was reported that the bd needle eclipse s/t 23x1 rb had a syringe needle connectivity issue. The following information was provided by the initial reporter: we have received a complaint regarding product code: vs305892, 2511002, bd eclipse safety needle 23g, 1in, blu. The complaint is in relation to defect} the customer states that" when they are being attached to the vaccine they are not clicking in correctly and therefore not forming a seal. When trying to give the vaccine the liquid is leaking out of the bung and not coming through the needle. It is causing us to waste the vaccines". Please can you launch an investigation to determine why this occurred and supply an investigation report detailing your findings. Please use our complaint reference number: (B)(4) in any future correspondence regarding this issue at this e-mail address (B)(6).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.